Event description:
Pt reported pump malfunction today sn (B)(4) due 02/28/2019. Pump keeps alarming for high pressure, despite no kinks, no clamp, pump would run two more minutes then alarm again. Pt switched pumps. Other pump functioning. No se due to pump malfunction. Replacing cadd legacy pump, shipping return box. No further info at this time. Diagnosis or reason for use: pah. The device error occurred while in use, it did not cause any harm to the pt. We're working on getting a replacement sent out. Dose or amount: 38 ng/kg/min, frequency: continuous, route: IV. Dates of use: from (B)(6) 2014 to ongoing.